Event description:
It was reported that during use of the bd ultra fine¿ pen needles the pen needle is not working during priming, stated that the insulin does not flow through the needles.

Manufacturer narrative:
Investigation: customer returned ( 3 ) 4mm, 32g bd pen needles without the tear drop label. Consumer states pen needles not working during priming, stated that the insulin does not flow through the needles. All returned pen needles were examined and the following was observed: 1 was bent at the non-patient end of the cannula - exhibited a broken pe of the cannula. 2 were broken at the non-patient end of the cannula - 1 exhibited a bent pe of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure - bent non patient end of the cannula and broken npe. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultra fine¿ pen needles the pen needle is not working during priming, stated that the insulin does not flow through the needles.